Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that no insulin came out at the end of tubing during priming. The customer checked the reservoir and it was emptied. The customer does not know where the insulin went, then the reservoir was changed and it was emptied again. The caller stated that the customer is using a lot of insulin due to the teen hormones, and she is changing the reservoir every 1, 5-2 days, but she kept using the same infusion set for four days. No further information was provided.